Event description:
A call from the patient was received by customer service staff informing that he had a knee replacement from some time ago which needed a revision in 2010. During the revision a biopsy was taken and he claims that pieces of steel were found. He also informed he will be having another revision soon. Patient did not inform what type of knee was used (lcs or pfc).

Manufacturer narrative:
During investigation product/lot numbers were identified and found not to be sold in the us. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.